Event description:
It was reported that the deep brain stimulation (dbs) patient was reported to have high impedances. The device was reprogrammed, but the patient experienced worsening symptoms along with capsular side effects. As a result, the original settings were restored. Consequently, a revision procedure was performed, during which the implantable pulse generator (ipg) was explanted and replaced. The patient is recovering well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, and the reported issue of high impedance readings was confirmed. The patient had reported elevated impedances accompanied by worsening symptoms, which aligns with the findings from the device analysis. It was noted that the ipg had been implanted using a subpectoral (under the muscle) pocket technique. This method exposed the device to increased and repetitive muscle tension forces, which ultimately resulted in a fractured feed-through wire at the case ground. The damage to this wire is identified as the root cause of the reported malfunction. A review of the device labeling and implantation guidelines revealed that the recommended technique is to create a subcutaneous (under the skin) pocket. The use of a subpectoral pocket deviates from these instructions. Consequently, the investigation confirms that the device failure was due to mechanical stress associated with improper implantation technique. As such, the root cause is attributed to failure to follow instructions.

Event description:
It was reported that the deep brain stimulation (dbs) patient was reported to have high impedances. The device was reprogrammed, but the patient experienced worsening symptoms along with capsular side effects. As a result, the original settings were restored. Consequently, a revision procedure was performed, during which the implantable pulse generator (ipg) was explanted and replaced. The patient is recovering well postoperatively.